Event description:
It was reported that a red call doctor icon was received from this implantable device. It was stated that there had been no heart monitoring communications, which could be the cause of the red alert. However, no additional information was provided. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a red call doctor icon was received from this implantable device. It was stated that there had been no heart monitoring communications, which could be the cause of the red alert. However, no additional information was provided. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device was returned for analysis.

Event description:
It was reported that a red call doctor icon was received from this implantable device. It was stated that there had been no heart monitoring communications, which could be the cause of the red alert. However, no additional information was provided. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a red call doctor icon was received from this implantable device. Information has been requested regarding the specific alert, but a response has not yet been received. At this time, the device remains implanted and in-service.